Event description:
Boston scientific received information that during a procedure to explant a fractured right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) that were exhibiting out-of-range pacing impedance measurements, this right atrial (ra) lead was also explanted. However, the lead unraveled and a portion of the lead tip remained within the patient's myocardium. No additional surgical intervention was performed to retrieve the lead tip. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This lead was not returned with the other products. Therefore, as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.